Manufacturer narrative:
(B) (4): the pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced days with extreme fatigue followed by one to two days of decreased function due to fatigue, since (B) (6) 2008. On every pump refill that had occurred, the expected drug amount was aspirated. The pt suspected that the pump was running at inconsistent rates on those dates. They had thought that the variable drug delivery was possibly pump related. The pump was replaced. The pt recovered without sequela. The medication being delivered via the device system was morphine.